Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with slip and underwent slide reduction internal fixation. During surgery, the product broke. The product came in contact with the patient. No fragments of the broken product remained in the patient. The plug was replaced as a result of this event. No patient complications were reported.